Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the rn received an air-in-line alert from the pump then when she opened the pump door to remove the tubing the tubing silicone segment separated at the blue fitment while connected to a patient. There was no patient harm.

Event description:
The customer reported the rn received an air-in-line alert from the pump then when she opened the pump door to remove the tubing the tubing silicone segment separated at the blue fitment while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer's report that the silicone segment separated at the fitment was confirmed. The set was received separated between the silicone segment and the upper fitment. The expected retainer ring for this engagement was not received; however further inspection of the separated silicone segment end showed evidence of a retainer ring indentation which did not appear misaligned along the silicone segment tubing. The root cause of the customer's report was not identified.

Event description:
The customer reported the rn received an air-in-line alert from the pump then when she opened the pump door to remove the tubing the tubing silicone segment separated at the blue fitment while connected to a patient. There was no patient harm.